Manufacturer narrative:
Concomitant products: product ID :8709, lot# j10997r08, implanted: (B)(6) 2002, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
During a routine pump replacement procedure for end of battery life, the catheter was found to be fractured approximately 25 cm distal to the pump connector. There was no spontaneous csf (cerebrospinal fluid) backflow at the broken end. Upon opening the back incision and cutting and testing the intrathecal segment, there was no csf backflow. The entire catheter was replaced. The patient¿s daily dose was decreased following the procedure. The patient had no symptoms or complications associated with the event; pre-op, the patient reported that he had been getting efficacy. The patient status was reported as ¿alive-no injury¿. The device system was delivering morphine and bupivacaine.